Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
It was reported that the luer connector of the infusion tubing had detached from the insulin cartridge, which resulted in a leak.